Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Reason for reoperation: textured biocell replacement.

Event description:
Healthcare professional reported "biocell revision" with a left side device. Also reported, signs of rupture and gel fracture. Device was explanted.